Manufacturer narrative:
E1-initial reporter 1: (B)(6).

Event description:
It was reported that speed was unstable. A rotapro console was seleced for use. It was reported that rotational speed issue occurred. There were no patient complications.